Manufacturer narrative:
(B)(6). (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the drill fractured inside the patient during surgery. The fractured portion of the device was confirmed to remain in the patient with portable x-ray. No plans for intervention have been reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. X-ray reviewer stated " a fractured drill tip projects over the inferior glenoid and has a typical orientation for an inferior glenoid screw". Hardness and dimension taken are within specification as documented. Item is fractured and the piece indicated was not returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.